Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra2 meter was reverting to the setup mode. The pt indicated that the alleged meter issue started on the same day, at 9:00 am. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. At an unspecified time after the alleged issue began, the pt claimed that she developed symptoms of sweating and nervousness. The pt denied receiving medical intervention from a health care provider. During the time of concern, her blood glucose was reportedly tested on a backup meter and a result of "142 mg/dl." However, it is not known what time the reported result was obtained in relation to when the alleged meter issue began and when she developed the symptoms. It would have been helpful to know the following info: what time the symptoms developed, what actions the pt took before and after the symptoms started, what time the "142 mg/dl" result was obtained, and if the pt tested her blood glucose before and during the time she was symptomatic. In addition, it would have been helpful to know her testing frequency, and her mediation and diabetes management regimens. The alleged meter issue reportedly started after the pt had removed/replaced the meter's battery. The reported meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.